Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to agnd wire shorted to +5v wire in ecgs c&d cable. The root cause for the shorted agnd could not be positively identified. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt would not communicate with monitor.